Event description:
A healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, iol partially jammed in the injector and shot out caused a small posterior capsule rupture (pcr) inferiorly, anterior vitrectomy performed. The patient had unfortunately right descemet's membrane detachment following cataract surgery, this was caused significant corneal oedema which could potentially require endothelial keratoplasty. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).